Event description:
The customer reported that the cannula never deployed and that his blood glucose was around 300 mg/dl. The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.